Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to an implant procedure, the battery indicator was gray with pre-implant indication. The device was not implanted. No patient complications have been reported as a result of this event.